Event description:
The user facility in the united kingdom reported a small white object has been ejected from the phaco machine whilst in use and entered the patient''s eye, and removed with forceps. The particles were identified by the user facility as being from the wrench, as a result of overtightening the needle. There was no patient impact and no medical treatment required.

Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. This investigation is ongoing. Report 1 of 2, see related medwatch report numbers: 0001920664-2023-70086.

Manufacturer narrative:
The reported particle is not available for return so unable to verify the source of the particle. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Report 1 of 2, see related medwatch report number: 0001920664-2023-70086.